Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported patient's ipg was explanted due to ipg reaching end of life. It was unknown if this occurred prematurely. Patient extension was explanted due to high impedances and fracture.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient's ipg and extension were explanted at an unknown time due to an unknown reason.